Event description:
It was reported by service report that the fowler would not go all the way down and the fowler cylinder was leaking onto the floor. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler.